Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient's treatment started with cefazolin and fortum (1 g, daily) ip for an unknown indication. The next day, treatment with cefazolin and fortum was discontinued. Eleven days later, the patient experienced peritonitis manifested by abdominal pain, fever and cloudy effluent. On the same day, the patient was hospitalized for peritonitis. The patient was discharged from the hospital two weeks after being admitted. The patient recovered from this peritonitis event.